Event description:
During preparation for use of the device for cardiopulmonary bypass, the electronic gas delivery system exhibited an air leak. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.